Event description:
During the procedure the physician was trying to reposition the gdc 10-soft synerg detection circuit when it detached before they had a chance to put any current through. The device is still only three quarters of the way inserted into the pt. The physician has decided to leave the device in the pt. The physician is to monitor the pt.